Event description:
It was reported by service report that the bed litter is stuck at it's lowest height, and the power cord plug was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug missing its ground prong.